Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon was leaking and the cannula slipped after inserting a tracheotomy tube. Per reporter the leaks were identified after the balloon was inflated. The patient was a 47-year-old-male patient who had been bedridden for a long time due to cerebral hemorrhage and lung infection. Tracheotomy was performed to facilitate sputum suction and control lung infection. The tracheotomy tube was immediately removed and replaced with a new one.

Manufacturer narrative:
D3 manufacturer establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.